Event description:
The manufacturer received information alleging a ventilator's flow stopped temporarily and there was a log that showed 'card was inserted'. The unit was rebooted and no alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not confirmed. An error code was found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue.